Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member reported the customer's insulin pump activating the threshold suspend feature inappropriately, when the customer's blood glucose value was about 356 mg/dl. The family member stated that the customer's sensor glucose value at the time of the event was 50s mg/dl. The family member also reported multiple no delivery alarms from the customer's insulin pump. The family member was offered and declined troubleshooting and replacement infusion sets. No further information was provided.